Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the uterus during a cesarean section procedure, a suture broke, which could lead to poor wound healing. A new suture was used to complete the case. There was no patient injury.